Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the mid-left anterior descending coronary artery. The graftmaster 2.80 x19 mm covered stent failed to cross due to the patient anatomy. The perforation sealed after treatment with medication and there were no further issues. The use of the device did not exacerbate the existing perforation. The use of the graftmaster did not cause or contribute to a clinically significant delay or any adverse patient sequelae. No additional information was provided.